Manufacturer narrative:
(B)(4). The device has been received for analysis; however the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2017 that a flexiva 200 tractip laser fiber was used during a procedure performed on (B)(6) 2017. According to the complainant, during the procedure and inside the patient, the tip of the laser fiber broke off. There were no patient complications reported as a result of this event. No apparent harm was reported at the conclusion of the procedure. Boston scientific has been unable obtain additional information regarding the circumstances surrounding this event to date. Should additional relevant details become available a supplemental report will be submitted.

Manufacturer narrative:
One flexiva 200 tractip laser fiber was received for evaluation. The fiber was received broken into 2 pieces. Visual examination revealed that the exposed glass fiber tip measured approximately 0.5 mm. Additional examination under magnification revealed that the pattern on the tip face was consistent with degradation. There was no damage to the fiber face within the sma connector. The condition of the returned device does not confirm the reported event since the pattern on the tip face was consistent with degradation. The noted damages indicate difficulty was experienced during the procedure and are likely due to anatomical or procedural factors such as tortuous anatomy or maneuvering of the device. Therefore, a review and analysis of all available information indicated that the most probable root cause is operational context. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation on (B)(6) 2017 that a flexiva 200 tractip laser fiber was used during a procedure performed on (B)(6) 2017. According to the complainant, during the procedure and inside the patient, the tip of the laser fiber broke off. There were no patient complications reported as a result of this event. No apparent harm was reported at the conclusion of the procedure. Boston scientific has been unable obtain additional information regarding the circumstances surrounding this event to date. Should additional relevant details become available a supplemental report will be submitted.